Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump received a watchdog timeout alarm. Customer's blood glucose level was 254 mg/dl at the time of the incident. The customer was assisted with the troubleshooting. The insulin pump will be returned for the analysis.